Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel which led to pacing inhibition. It was noted that the noise could be reproduced when the patient inhaled and exhaled, thus diaphragmatic oversensing was discussed as a possible cause. Programming options were discussed. At this time the rv lead and cardiac resynchronization therapy pacemaker (crt-p) remain in service and no adverse patient effects were reported.